Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that when performing annual calibration of the device, the atrial current was coming back low. It was further reported the atrial output current was low in "emergency" mode or when output was set above a certain setting. The generator was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, no electrical anomalies were found. It was noted that the lower case was broken, the keyboard, main printed circuit board and heart lead flex were contaminated.